Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 380mg/dl. The customer stated that his insulin pump stopped delivering insulin during a bolus the night before. The customer attempted to correct his high blood glucose, but it did not drop. The customer does not feel comfortable and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.